Manufacturer narrative:
The replaced afgo valve has been returned for investigation. The reported leakage could not be reproduced during component and simulated use testing. The logs from the event have not been available during the investigation. We have not been able to determine the true cause of the experienced event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that when wall gas was connected to the anesthesia workstation, a leakage was generated. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The company field service engineer visited the hospital and concluded that the reported leakage when connecting wall gas to the anesthesia workstation was caused by a leaking afgo valve. Despite several reminders, we have not received any additional information or part. No device logs have been received. Our conclusion which is based on the very limited information is that the experienced event was caused by a leaking afgo valve but the root-cause cannot be determined.

Event description:
(B)(4).